Manufacturer narrative:
Covidien reference: (B)(4). The customer evaluated the ventilator and replaced the graphic user interface (gui) light emitting diode (led) display. The component was then returned for investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The unit was attached to a test ventilator for analysis. The unit was powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. The unit was put into normal ventilation mode and ran successfully for 124 hours. A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. The reported malfunction could not be duplicated.

Event description:
It was reported that during patient use, the keys on a ventilator display were not working. The device was rebooted and the problem was not reproduced. The patient was transferred to another ventilator. There was no patient harm reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).